Manufacturer narrative:
(B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the driver (imptds) became stuck in the implant.

Manufacturer narrative:
One certain driver tip was returned for inspection. A visual inspection revealed signs of wear consistent with use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. No-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The driver was functionally tested with a mating implant. The driver functioned as normal. The reported event is non-verifiable as the implant involved in the event was not returned. A singular cause cannot be determined.